Manufacturer narrative:
For: (B)(6). This part is not approved for use in the united states; however a like device catalog # 1556000500, 510k # k111942, upn 00613994789914 was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a product used to treat symptomatic scoliosis for spinal therapy. It was reported that, pre op, both the set screws jammed. Before use, the scrub nurse was asked to prepare for the procedure, then it was noticed that the set screw was very stiff, so another one was opened but it had the same malfunction. It was found that these two set screws have same lot#, so the third one, for which the lot#is different, was opened. There was no problem with the operation of this set screw, so it was used on the operative field. There was no patient involved in the reported event. The products will be returned and were already replaced. Procedure involved: an operation to place the rod again to treat symptomatic scoliosis. Device status: never implanted additional information was received regarding the event. It was reported that this operation was a re-operation, the rod inserting on one side was broken, so the re-operation was performed. There was no information received such as neurological symptom occurred due to the broken rod.